Event description:
A surgeon reported that during a cataract extraction procedure, a pt experienced a central rupture in the posterior capsule during polishing. The pt was referred to another doctor for "restoration" surgery. However, a completed questionnaire was returned from the surgeon indicating there was no unplanned surgical or medical intervention required. Add'l info, provided by the surgeon, indicated an intraocular lens (iol) implant was placed in the capsular bag during the same procedure. The pt was not referred to another hosp. This is the second of three medical device reports for this facility.

Manufacturer narrative:
A sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).